Manufacturer narrative:
H10: additional manufacturer narrative: updated sections b5, b7, e1 (initial reporter name). H11: corrected data: corrected section e3, f10, h6 (conclusions code), h10 (additional manufacturer narrative.) Prosthetic endocarditis with or without vegetation, of valves and annuloplasty rings is a serious complication of valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Late prosthetic endocarditis resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. Late prosthetic endocarditis is not in any way related to the sterilization or packaging process of the device. In this case, the root cause of this event was due to patient related factors. There was no indication or allegation of a device malfunction and/or deficiency contributing to the event. The subject device was not returned for evaluation as it remains implanted in the patient. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this patient with a 23mm 2900 aortic pericardial valve underwent a valve-in-valve procedure after an implant duration of 19 years, nine (9) months due to endocarditis leading to stenosis. As reported, the identified infectious organism was streptococcus. As per medical opinion, this valve did not fail prematurely in this patient. A 23mm sapien 3 ultra valve was implanted in replacement. The patient was noted to be discharged home.

Event description:
Edwards received notification that this patient with a 23mm 2900 aortic pericardial valve underwent a valve-in-valve procedure after an implant duration of 19 years and nine (9) months due to bioprosthesis degeneration leading to stenosis. As per medical opinion, the valve degeneration might be caused by an endocarditis episode that occurred prior to the valve-in-valve procedure. As per medical opinion, this valve did not fail prematurely. A 23mm sapien 3 ultra valve was implanted as replacement. The patient was noted to be discharged home and doing well.

Manufacturer narrative:
H11: corrected data: corrected sections b5, f10, h6 (conclusions code), h10 (additional manufacturer narrative) this model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with structural valve deterioration. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
This model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be conclusively determined with the available information. However, this event is most likely impacted by the progression of the patient¿s underlying valvular disease pathology with structural valve deterioration. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this patient with a 23mm 2900 aortic pericardial valve, implanted in an unknown position, underwent a valve-in-valve procedure due to degeneration after an unknown implant duration. A 23mm sapien 3 ultra valve was implanted in replacement. No other details were provided.